Event description:
The hcp reported the patient was experiencing withdrawal symptoms. A bolus under fluoro demonstrated the rotor did not move and a stalled rotor was reported. The pump was explanted and replaced and returned to the manufacturer for analysis. The patient is reported to be okay now.

Manufacturer narrative:
H6: device analysis not available at the time of this report.